Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a decrease in impedances. The rv lead's pacing impedances dropped from around 500 ohms to 400 ohms and the shocking impedances dropped from around 80 ohms to 60 ohms. These values were still within normal limits. However, the patient was then found to have an infection. At this time, the rv lead and system were explanted. No additional adverse patient effects were reported.